Event description:
Initial results for a pt tsh and ft4 were 0.044 uiu/ml and 0.039 ng/dl. When repeated, the results were 2.58 and 1.31 respectively. The incorrect results were not used to guide therapy. The field service rep was unable to determine a cause for the discrepant results.